Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had rough post-op course including questionable right heart. Mid (B)(6), pt had increase in weight and was not feeling well. The pt traveled to (B)(6) the previous week and had symptoms of right heart failure, including decreased oxygen saturation in the 80's. The pt was admitted to the local hospital and then airlifted back to implanting center. The pt has now developed hemolysis evident in her urine. Add'l info was rec'd confirming that a decision was made to exchange the lvad with another lvad. A clot was visible in the pump.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.